Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc sensor. Customer received a "no glucose reading" message and was unable to obtain readings. As a result, customer experienced dizziness, nausea, vomiting, and seizure and was seen at a hospital where a blood glucose reading of 500 mg/dl was obtained on the hcp device. Customer was diagnosed with hyperglycemia and reportedly administered an unspecified injection "for glaucoma", oral antibiotics, and anti-seizure medication. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc sensor. Customer received a "no glucose reading" message and was unable to obtain readings. As a result, customer experienced dizziness, nausea, vomiting, and seizure and was seen at a hospital where a blood glucose reading of 500 mg/dl was obtained on the hcp device. Customer was diagnosed with hyperglycemia and reportedly administered an unspecified injection "for glaucoma", oral antibiotics, and anti-seizure medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.